Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is complete.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt experienced an increase in flows and power. The waveform was reviewed and revealed that the pump was operating within normal ranges. The log file of the system controller was also reviewed, and the reported increases were confirmed. The system controller was exchanged and the changes in flows and power were resolved. Right after the exchange, the pt was admitted to intensive care for cardiogenic shock, with elevated liver enzymes, and a decrease in urine output. The perfusionist also reported that the pt's urine output improved after being in intensive care. The perfusionist feels that some of the pt's issues may have been related to the primary system controller, and is returning the system controller for evaluation. The pt remains ongoing on the lvad.